Event description:
A device report from (B)(6) indicated a hospital in (B)(6) reported: during a procedure, surgeon was using the measuring rod and it broke. The distal part of the measuring rod could only be removed by surgeon making an incision at sole breakage point of the tibia and an open fracture treatment was required. The broken piece was removed.

Manufacturer narrative:
(B)(4): investigation coordinated by synthes europe. Report indicates that the measurable dimensions of the device were checked and found to be in compliance with the technical drawings and ao/asif specification. The examination of the raw material testing certificates and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao/asif specification and with the international standard. The manufacturing records were reviewed and no complaint related issues were found. The cross section surface shows no irregularities which indicate material conformity. A high mechanical force may have caused the breakage. No product fault could be detected. (B)(4): placeholder.

Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn, as product is entering the complaint system.